Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's mother reportedly noticed the patient's blood glucose levels rising to 19 mmol/l (342 mg/dl). The pod was reportedly leaking and the cannula was not inserted into the infusion site. The pod was worn on the patient's leg for between 36 and 48 hours. A new pod was successfully applied.